Manufacturer narrative:
The handpiece was returned for analysis, service and repair. The analysis could not confirm the reported event of the device overheating as the pre-temperature test could not be performed due to the 2 nose cone bearings were completely gone. Only the nose bearing spacer is left loose inside the nose cone. The bur would not lock in place; therefore, it is not possible to do a complete functional test. The handpiece did not pass the safety test. The cable is kinked and the release collar and locking collar are both worn. Service and repair replaced the motor/cable assembly, nose cone, nose bearings, release collar and locking collar. The device was tested successfully to the manufacturing specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned to technical service depot, (B)(4). Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the drill connections were not fitting securely, drill overheated. The problem occurred 6 months ago, exact date is unknown. There was no report of patient impact.